Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The introducer rod was returned without the thumb ring and tissue bag. Upon inspection, the device was observed to be fully actuated with a portion of the cord loop still attached to the actuator. The cord loop was also noted to be disconnected at two locations by clean cuts. Engineering found no other non-conformances. Based on the condition of the returned unit, it is likely that the thumb ring broke off when the actuator was pushed in at an angle during deployment. Per instructions for use (IFU), the user is instructed to "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." It is likely that the tissue bag fell off the supports when an external force was applied to the edge of the tissue bag, such as the use of an instrument to unroll the bag after deployment. The instructions for use (IFU) states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic appendectomy. [Competitor instrument] being used in operating theatre, was placed inside patient to retrieve specimen by our consultant surgeon as it is designed to be used. The retrieval end broke and the 2 metal ends emerged from the end and the bag fell off, unable to be used. Additional information received by email at september 12, 2017 from a/clinical nurse consultant: "there was a trocar into the abdomen, a [competitor] laparoscopic instrument holding the appendix. The bag fell off on deployment. There was no specimen in the bag, we hadn't got to that part of the procedure." Type of intervention: the bag and prongs were successfully retrieved from the patient's abdominal cavity. Patient status: fine.